Manufacturer narrative:
Device evaluated by MFR. : promus elite ous mr 38 x 2.75 mm stent delivery system was returned for analysis without its distal shaft section containing the crimped stent, delivery balloon and inner/outer shaft polymer extrusion. An examination of the crimped stent could not be performed as the distal region of the device was not returned. The balloon cones could not be reviewed, as the distal region of the device containing the balloon was not returned. A visual and microscopic examination of the bumper tip could not be performed, as the distal region of the device containing the tip was not returned. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the shaft. A visual and tactile examination of the outer, and inner lumen could not be performed, as the distal region of the device containing the shaft polymer extrusion was not returned. A visual examination of the midshaft section found that it was broken approx. 115cm distal from the distal end of strain relief. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15-sep-2022. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 38 x 2.75 promus elite drug-eluting stent was advanced but failed to cross the lesion. The device was removed and completed the procedure with another of the same device. There were no patient complications reported. However, returned device analysis revealed shaft detachment.